Event description:
On march 16, 2026, an insulet clinical services manager was informed that a patient from a clinic was hospital admitted for diabetic ketoacidosis (dka) on (B)(6) 2026. The patient had recently completed omnipod training, which was provided by a clinical product trainer outside of the usual pediatric clinic due to scheduling availability. During both the initial training and the subsequent hospitalization, it was observed that the patient¿s parent required additional diabetes management and device education. The clinic has planned additional education and follow-up training with the appropriate clinical personnel. It was also communicated that the patient is planned to transition to a different continuous glucose monitoring sensor and compatible pods to support use in automated mode. Insulet product support made multiple good faith attempts to obtain additional information related to this medical event; however, these attempts were unsuccessful, and no further details were available at the time of reporting. A supplemental report will be submitted should new information become available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.